Event description:
Subsequent information was received that the out of range impedance measurements on the ra lead persisted. Additionally, loss of atrial capture was observed. As a result, a lead revision procedure was scheduled. During the procedure, the ra lead was tested through the pacing system analyzer (psa) and all measurements were appropriate. As it was suspected there was a connection issue with the device, the device was explanted and the ra lead remains in service. No additional adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the device was beeping due to high out of range impedance measurements on the right atrial (ra) lead. It was indicated the patient would be brought in to reset the beeping. It was suggested that electromagnetic interference (emi) may have contributed to the out of range impedance measurements, triggering the beeping alert. The patient reported some anxiety related to the beeping. No adverse patient effects were reported.